Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g1, g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) during the use an alarm sounded, indicating a system failure and the equipment could not be used. No personal injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b3, b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Due to character limit in e1 event site initial reporter name, event site address is no.(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon equipment inspection the fse reported that the drive valve group leaked and needed to be replaced. Replaced drive manifold, the replacement was completed, and all functions were checked according to factory requirements. All inspection results were qualified and delivered to the customer for use.